Manufacturer narrative:
This report is being submitted for correction to aware date and event date. The correct event date and aware date is 20-dec-2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings. Scratches were found throughout the device. Suction cylinder was shaved. Due to wear of angle wire, the play of up/down and right/left knob was out of the standard value. Due to wear of angle wire, bending angle in down/right direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
A receipt inspection of the returned loaner duodenovideoscope revealed presence of foreign material in the forceps elevator. The bending section cover was dirty. There was no complaint from the customer and no patient involvement.